Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Additional information states an unknown coronary vessel was dissected / perforated by a guide catheter (another manufacturer's device) while the manufacturer's device was in use. The ffr values called for intervention prior to the dissection / perforation and the patient had been or was being scheduled for bypass surgery. Due to the ffr values and vessel perforation the patient was taken into surgery right away. Attempts for information regarding the physician information, device serial number, procedural details of initial event, and details regarding surgery have been unsuccessful. No tests/laboratory data available. Other relevant history: no information available. Serial number not provided thus lot, expiration and UDI number are unavailable. The implant or explant dates are not applicable to this device. Concomitant product(s): no information available. The serial number has not provided thus manufacture date is unknown.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was initially reported during a diagnostic coronary fractional flow reserve (ffr) procedure the patient's vessel was perforated / dissected by a guiding catheter (another manufacturer's device) while the manufacturer's device was in use. This adverse event is being reported because the patient's vessel was perforated / dissected while the manufacturer's device was in use.

Manufacturer narrative:
(B)(4). Additional information was received from the medical facility and states the following: the manufacturers device is not believed to have caused or contributed to the event. The device had been used successfully multiple times; ifr on two vessels lad and diagonal. The manufacturer's device was in the patient's vasculature when the guide catheter (another manufacturer's device) was placed too deep in left main and left anterior descending artery (lad). The patient was stable and transferred later to or for open heart surgery. The patient reportedly suffered no adverse events and was released from the hospital on (B)(6) 2018.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This follow-up report (# 1) is being submitted to report additional information received by the manufacturer.